Manufacturer narrative:
Bleeding is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged, therefore, no device evaluation was performed.

Event description:
Post-ablation procedure, the physician reported that the patient had a hemorrhage and received craniotomy. There were no other patient complications reported in relation to this event.